Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced persistent hyperglycemia, with capillary blood glucose readings of 451 mg/dl and 447 mg/dl, while using a steel cannula infusion set. The user performed a full supply change and manually entered the glucose values, after which the glucose trend began to decline and later stabilized to 144 mg/dl. Symptoms included hyperglycemia. Outcomes included self-management with infusion set replacement and stabilization of glucose without hospitalization. Investigation included troubleshooting and education by support, confirmation of infusion set lot information, and follow-up to verify glucose regulation. Investigation of this case revealed no device malfunction identified and an unclear cause of the hyperglycemia despite set replacement and subsequent improvement. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.